Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and chronic low back pain. The patient reported that they were charging too often. It was reported that it takes 5 or 6 hours to charge. The patient reported that it used to take hour to charge from 1/4 to full. The patient reported that they get 8 coupling boxes when laying in bed while charging. The patient reported that they had surgery to push the ins deeper. It was reported that the ins was coming through the skin because the patient lost 40 lbs.